Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The broken knob was discarded by the hospital staff. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer that a1018 mayfield swivel adaptor was not locking properly with the transitional member on the a2101 mayfield ultra base unit. When locked, there was still movement between the starbursts. There was no patient injury and no surgery delay. Additional information has been requested but no other clinically relevant data were obtained.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No lot number was provided to perform DHR review. The failure mode could not be confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.

Event description:
N/a.